Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The pipeline, pushwire and marksman were returned for evaluation. The pushwire and pipeline were found to be stuck inside catheter at the marker band and they could not be push forwarded or removed. The tip coil and dps sleeves were found to be extended out of catheter tip. For further investigation, the catheter was cut to remove the pushwire and pipeline. The pushwire appeared to be bent distally. The distal end of the pipeline was found not opened due to damaged braid. The proximal end of the pipeline was found opened with damaged braid. The catheter tip appeared to be damaged (smashed). The catheter was found to be accordioned distally. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed. It is possible that the damage to the pushwire, braid and catheter may have contributed to the reported issues subsequently causing the pipeline not to open at the distal end. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received a report that a pipeline flex did not open distally. The patient was being treated for two berry-shaped, side wall aneurysms in the left periophthalmic internal carotid artery (ica). The microcatheter was navigated to the middle cerebral artery without issue. An intermediate catheter was not used since the vessels were not very tortuous. The physician introduced the pipeline flex into the microcatheter and pushed it without friction to the microcatheter tip. Then the physician started the pipeline flex deployment. After 10 mm the distal end of the pipeline flex did not open. The physician decided to resheath the pipeline flex. It was reported the physician tried to deploy the pipeline flex again, but it was not possible since the pipeline flex could not be moved forward or back. The whole system was removed. After removal, the microcatheter appeared to have accordion damage and the pipeline flex wings were stuck in the catheter tip. The procedure was completed with a different microcatheter and pipeline flex without issue. There was no patient injury reported as a result of this procedure.